Manufacturer narrative:
The end user's attorney reported that the end user was seated in the power wheelchair unrestrained without the seat belt while riding in a transport vehicle, and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over or falling from the power wheelchair; do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint." And "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user was allegedly seated in the power wheelchair without the seat belt while riding in a transport vehicle, and fell.